Event description:
During surgical use, when the baseplate impactor tip was removed, a bearing and second small metal piece fell out of the end. Assuming the construct of the handle, is a bearing on each end and a metal piece between them, the second bearing was not accounted for. The, per dr parsons, concluded that it was highly unlikely that the second bearing made it into the surgical site.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: d4: lot number: 275151006. H3: the pin of the ergo impactor handle, that retains the ball and spring mechanism, became dislodged due to a failed weld holding in the retaining pin. The investigation showed the weld failed due to an insufficient weld call out on the engineering prints which lead to confusion between exactech and the manufacturing. Additionally, the manufacturer's process contributed to the weld failure. The manufacturer removed the filler material of the weld during post-processing/finishing of the device via a manual process. No detailed dfm conversations were had with the supplier to understand that the miscommunication of the weld call out was present.